Event description:
The complainant reported an 84 year old female presenting for high risk percutaneous coronary intervention. The impella device was inserted for hemodynamic support. During support, an access site bleed developed along with a drop in the patient's hemoglobin. A surgical cutdown was performed to remove the device and 2 units of blood products were delivered.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.